Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead was repositioned during rv lead revision procedure. The patient was stable following the procedure and will be followed normally. No additional information was available.